Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The date of explantation was (B)(6) 2025.